Manufacturer narrative:
The device was not returned; therefore, abbvie did not perform a device evaluation. The reported ¿chassis test¿ is possibly referring to an evaluation of the safety of the device's conductive enclosure (chassis). This type of test ensures that the metal casing does not carry hazardous voltage or leak unsafe currents to patients or operators during normal use or a single-fault condition. The reported ¿electrical leakage¿ is possibly referring to unintended current flow that is escaping the device's internal circuitry to accessible metalwork or earth ground. Based on the information currently available, if this event were to recur, it has the potential to cause electrical shocks, burns, etc. ¿electrical leakage¿ would not be easily identifiable by the user.

Event description:
Customer reported that their dermal infusion unit was recently inspected by ventura medical as part of a required electrical inspection of all electrical devices for the practice, and the electrical test had failed for this device (it had been plugged in and tested and not opened). It was reported that the device failed the chassis test and there was electrical leakage detected. No power issues were experienced, nor damage to the power cord of any kind.